Manufacturer narrative:
Concomitant products: product ID: 3550-14, lot# n397624, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A supplemental report will be filed when analysis results become available.

Event description:
It was reported that the lead was caught up on the curved tip needle and the electrode was damaged when removing the needle and lead. It was noted that this occurred during a trial. It was noted that the health care professional (hcp) was unable to remove the lead from the needle. It was noted that it appeared as though the lead was cut by the needle. It was noted that a new lead was used with a straight needle and the new lead was placed without issues. It was noted that the patient was able to receive therapy and had no concerns. It was noted that the patient was alive with no injury and there were no patient symptoms or complication associated with the event.